Manufacturer narrative:
There were no unexpected motor error alarms or low battery alerts during testing. The insulin pump passed the displacement, rewind, basic occlusion and off no power tests. The operating currents were in specifications and the motor was tested outside of the device and passed. The insulin pump was unable to prime during priming test due to faulty force sensor resistor. The insulin pump had minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was 245 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer received motor error more than once in the last 30 days. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.